Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The root cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(4) of bacterial peritonitis with culture positive for corinebacterium in a patient coincident with dianeal pd4 unknown bag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent. On an unreported date, the patient was treated with vancomycin, gentamicin and clindamycin. On (B)(6) 2011, the patient was hospitalized for event of bacterial peritonitis with culture positive for corinebacterium. The severity for the aforementioned event was considered serious. The nurse reported that "antibiotic treatment was ineffective". On (B)(6) 2011, the pd catheter was removed, dianeal was permanently withdrawn and the patient was switched to hemodialysis. On (B)(6) 2011, the patient recovered from the bacterial peritonitis with culture positive for corinebacterium and was discharged from the hospital. The nurse believed the event of bacteria peritonitis with (B)(6) for corinebacterium was unrelated to dianeal pd4 unknown bag therapy.